Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo with a 3cg stylet inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to have been trimmed at the 47 cm depth marker and the stylet was protruding from the distal end of the catheter. The distal tip of the stylet and some of the magnets within the stylet were found to be missing. The core wire of the guidewire was observed to be protruding from the break site in the stylet. A microscopic observation revealed the break site of the core wire of the stylet was tapered with a slightly angled and granular fracture surface, which is characteristic of excessive tensile (pulling) forces. The break site of the tubing of the stylet was observed to be angled and pointed with sharply defined edges on one side and flat with slightly distorted edges on the other side suggesting the stylet may have been initially damaged by a sharp instrument such as scissors and ultimately broken due to tensile (pulling) forces applied to the stylet. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "a PICC I was going to put today where I reacted that the hose looked like it had been bent when I took it out of the package. Then when I had cut the catheter to the right length (after backing off the guide) and was about to advance the guide to the tip, I see what looks like a metal wire sticking out from the tip of the guide - almost looks like when you have a twisted electrical cable and a of the threads have wound up." No other information was provided.